Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 3: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the safety device did not work, as the needle remained in the vein after activation and the spring popped out. The needle and spring were able to be removed. No adverse impact was reported regarding the patient or user.